Manufacturer narrative:
The device history record for this lot did not produce any findings relevant the this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable. No mfg defects could be detected because the device is unavailable.

Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after an interventional procedure in the lfa; antegrade puncture. The shaft was inserted into the sheath, the vessel locator button was pressed, the thumb advancer was advancing; however, the vessel locator retracted and the device came out of the body. Hemostasis was achieved with manual compression. The pt experienced a hematoma and was hospitalized for extra day. No add'l info is available.